Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No loud motor noise noted during rewinding. Drive/motor was inspected and no drive/motor anomaly or rewind anomaly noted. Pump error 63 alarm confirmed in the pump history and during self test due to cold solder joint on the keypad assembly. Unit was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
The customer reported via phone call that the motor was getting noisier when they rewind. The caller stated that over the last 3-6 months the pump had been getting noisier when rewinding and even more significantly so in the last couple of weeks. The insulin pump will be returned for analysis.